Manufacturer narrative:
Batch review performed on 22 august 2018. Lot 174267: 70 items manufactured and released on 05 december 2017. Expiration date: 2022-11-22 no anomalies found related to the problem. To date, 67 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 3 months after primary surgery. The surgeon determined that the cup was loose.